Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since this medical surveillance specialist was unable to reach the patient by phone for additional information. The patient reported that the alleged power issue began at an unspecified time on (B)(6) 2011. It was noted by the cca that the patient manages his diabetes with oral medications (actos and glimepiride). Despite the alleged issue with the subject meter, the patient claimed he continued his usual diabetes management regimen. Approximately 7 hours after the alleged issue started, the patient reported he began to feel shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the cca documented that the subject meter powered on manually and when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k053529. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have an eeprom failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.